Event description:
It was reported that there was an "out of box issue at time of implant". No pt issues were reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).